Event description:
It was reported that the insulin pump alarmed motion sensor test failure and motion position encoder error. Customer's blood glucose was unknown. Unable to perform displacement test due to insulin pump alarmed motion sensor test failure. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. However, the insulin pump was received stuck in the motor error loop. Unable to review alarm history due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.